Manufacturer narrative:
The manufacturing device history records (DHR) were reviewed and shows that the product met specification prior to release and shows no other complaints in this lot. A product sample was not returned therefore, the reported event cannot be confirmed. The root cause of the reported event cannot be determined; however, should additional reportable information become available, a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56. The manufacturer internal reference number is: (B)(4)

Event description:
A healthcare professional reported that a patient is having trouble seeing at all distances and a surface abnormality was noticed on the intraocular lens (iol). Additional information has been requested however, further information has not been received.